Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating his sensor readings randomly jump from reading to reading while he is doing nothing at all. He will randomly get up or down arrows while he is inactive. In carelink data, the sensor is making very large jumps. One time the reading jumped from 58 mg/dl to 101 mg/dl within ten minutes and the sensor was not calibrated around then. Customer was advised sensors have a shelf life of six months. Customer tries to insert in an area that is unobstructed. He will remove this sensor and call back if the issue persists. Customer's blood glucose is 126 mg/dl. Nothing further reported.